Event description:
It was reported that when using the bd pyxis¿ es server, an unknown device error was encountered. When the user tapped on the screen, a "data sync setup" message appeared. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative upon investigation of the actual device used in this incident, it was determined that a data sync setup message was displayed. A technical support specialist (tss) dialed into the station, logged in as admin, shrink, recovered and rebooted the system. Tss identified that the server was communicating but showing disconnect issue since the port 10000 and 10001 appear to be closed. Port connectivity was reviewed and compared with another properly functioning device on the same network range, confirming that the network itself was operational. Tss identified database synchronization inconsistencies that required a manual recovery approach. After the station storage drive was replaced, another remote session was conducted, and connectivity through the required communication ports was confirmed as successful. Additional testing showed that the station could now communicate with the server, although synchronization timestamps were still inconsistent. A product support escalation was created, and a knowledge article "manual recovery required - datasyncinvaliduploadchangetrackingvalue" was applied and confirmed that the station had current upload and download time from the sync information. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, an unknown device error was encountered. When the user tapped on the screen, a "data sync setup" message appeared.however, there were no delays or adverse events or injuries reported based on this event.